Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 25.11.2020: lot#: 183452: 45 items manufactured, and released on 10-jul-2018. Expiration date: 2023-06-27. No anomalies found related to the problem. To date, 33 items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l lot. 179501 (k090988); batch review performed by medacta regulatory affairs department on 25.11.2020: lot 179501: 100 items manufactured and released on 10-apr-2018. Expiration date: 2023-03-27. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0511fl tibial insert fixed sphere flex size 5/11 mm l lot. 177403 (k140826) batch review performed by medacta regulatory affairs department on 25.11.2020: lot 177403: 50 items manufactured and released on 1-mar-2018. Expiration date: 2023-02-9. No anomalies found related to the problem. To date, 37 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 1 year and 10 months from the primary surgery due to instability. The knee becomes unstable after the therapist manipulated the knee into extension. It appears to be soft-tissue related as pop was felt. The surgeon revised the femoral component, tibial tray, and insert. The surgery was completed successfully.